Event description:
Healthcare professional reported right side "exchange from textured to smooth" due to concerns with the product. Device has been explanted and replaced. Healthcare professional later reported right side, "anterior vent incision," "right implant had less volume," "the right breast was much smaller and indicating a slow leak, and "replaced because of the right leak, biocell texturing, capsular contracture", baker grade not specified.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Deflation: observed, one opening on anterior side assessed as fold flaw opening and one opening on patch side assessed as surgical damage. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red, black, and brown particles on the shell are observed. Crease fold is observed. White calcification is observed. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade not specified; deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "exchange from textured to smooth" due to concerns with the product. Device has been explanted and replaced. Healthcare professional later reported right side, "anterior vent incision," "right implant had less volume," "the right breast was much smaller and indicating a slow leak, and "replaced because of the right leak, biocell texturing, capsular contracture", baker grade IV.